Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis of product wr9200 wireless recharger found " led's scroll continuously device is unresponsive". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported their wireless recharger is not working. Patient reported the battery lights on the wireless charger are rapidly scrolling up and down. Patient stated this started on saturday when they went to charge their implanted neurostimulator. Patient stated recharger has been on the dock and they have already tried resetting recharger several times. Patient confirmed on the call getting power to the docking station when plugged into charging cord. Agent walked patient through troubleshooting of trying to reset recharger on and off the dock on the call and patient reported the lights were still rapidly scrolling and this did not resolve the issue. Patient reported the lights will go out on recharger when resetting recharger off dock, but then will come back on and start rapidly scrolling again. Patient report ed recharger would not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace recharger.